Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced but difficulties in crossing the lesion was encountered. However, when pushing the stent further, the shaft broke in half outside the watchdog device. The device was pulled out and was successfully removed. The procedure was completed with a non-boston scientific device with no patient complications reported.

Manufacturer narrative:
The device was returned with analysis. A visual and tactile examination of the hypotube shaft identified a break at 20.5cm distal to the distal end of the strain relief. Multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic analysis revealed no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced but difficulties in crossing the lesion was encountered. However, when pushing the stent further, the shaft broke in half outside the watchdog device. The device was pulled out and was successfully removed. The procedure was completed with a non-boston scientific device with no patient complications reported.